Event description:
The manufacturer received information alleging a malfunction of the ventilator's external flow sensor occurred. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a malfunction of the ventilator's external flow sensor occurred. The device was returned to a third party service center and the customer's complaint was confirmed. The device's external flow sensor was replaced to address the issue.